Manufacturer narrative:
D5: additional information. H4: additional information. Manufacturer's investigation conclusion: the report of a loss of power was confirmed through the analysis of a submitted data log file. The log contained approximately 10 days of data (dated 07may2019 ¿ 17may2019, according to the timestamp). At approximately 01:52 am on may 9, 2019 while the controller was connected to an mpu for support, there was a loss of ac power event and the controller alarmed with a low external power hazard alarm. During this event the controller was supported by the internal backup battery and supported the pump at the set speed, as designed. Within 2 seconds of these alarms occurring the controller was connected to batteries for support and all alarms cleared. The controller operated as intended. The mobile power unit mpu-29370 and ac power cord were not returned for evaluation. Requests for information about the no external power event associated with a loss of ac power while the controller was connected to a mpu were made; however, the cause of the power loss was not clarified. To date, the mobile power unit serial number: (B)(6) associated with this complaint was unavailable for an evaluation and the complaint file will close accordingly. Note: review of the device history records found that mpu-29370 was manufactured with the v-lock ac connector. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 months. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the log file captured a no external power event on (B)(6) 2019. Additional information was requested but not provided. This may be due to the mpu ac power cord coming loose at the mpu, ac wall outlet, or house power disruption.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of a loss of ac power was confirmed through the analysis of a submitted data log file. The log contained approximately 10 days of data (dated (B)(6) 2019 ¿ (B)(6) 2019, according to the timestamp). At approximately 01:52 am on (B)(6) 2019 while the controller was connected to an mpu for support, there was a loss of ac power event and the controller alarmed with a low external power hazard alarm. During this event the controller was supported by the internal backup battery and supported the pump at the set speed, as designed. Within 2 seconds of these alarms occurring the controller was connected to batteries for support and all alarms cleared. The controller operated as intended. The mobile power unit (B)(6) and ac power cord were not returned for evaluation. Requests for information about the no external power event associated with a loss of ac power while the controller was connected to a mpu were made; however, the cause of the power loss was not clarified. According to the e-mail received on 06/12/19, the patient was oriented and alerted. The patient is at home and recovered. To date, the mobile power unit serial number (B)(6) associated with this complaint was unavailable for an evaluation and the complaint file will close accordingly. Note: review of the device history records found that (B)(6) was shipped to customer with ac v-lock power cord. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power alarm condition and the actions to take if the issue does not resolve. The device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. (B)(6) was shipped to the customer on 08aug2018 . Review of the DHR's noted that the mpu was manufactured with the v-lock ac connector (part number: 10001077 (rev. A), lot# 2018226). And shipped to customer with ac v-lock power cord (part number: 100160225, lot# 6400393). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that alarms have resolved.